Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using stago neoplastin reagent. The meter result was 5.0 inr (9% quick) at 10:00 am. (Customer thought 9% quick said 0.9 inr) the laboratory result was 3.1 inr at 10:30 am. The laboratory result was believed to be the correct result. The customer¿s warfarin was increased based off of the meter result that was believed to show 0.9 inr and then it was held after the lab result was available. The customer¿s therapeutic range is 2.0-3.0 inr.